Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows that the last basal delivery was on (B)(6) 2013 at 17:57 and the last bolus was on (B)(6) 2012 at 14:58. A temporary basal program was started on (B)(6) 2012 at 12:45. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a discolored display screen. The display was replaced with a test display screen and the contrast returned to normal with no signs of discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that her son went to the emergency room on (B)(6) 2012 with a blood glucose (bg) level of 415 mg/dl with large ketones and symptoms of extreme thirst and urination, extreme dry mouth, moderate headache, moderate dry eyes and poor vision. Per the hospital, the patient was not in diabetic ketoacidosis. The patient's bgs were elevated over the past 3-5 days and he tried using temporary basal increase, ezbgs, changing site/set and insulin vials, but the bgs remained elevated. The patient's endocrinologist is requesting that his pump be replaced due to elevated bgs of unknown cause. Mother and patient state no issues with insets or sites, no damage to pump, and no power losses. Customer technical support (cts) reviewed the pump : review of history indicated no stopping of insulin delivery, boluses present, priming correctly, set was changed daily due to high bgs. No malfunction was found on review. The patient was taken off pump and is on injections of rapid acting, long acting insulin until a replacement pump arrives, per endocrinologist's request. This complaint is being reported due the allegation that a patient on insulin pump therapy developed hyperglycemia which required emergency medical intervention.